Event description:
While in the process of making ready the suctioning equipment, fracture of the catheter from the plastic hub occurred (two catheters). The fracture happened prior to being used for suctioning the patient.